Event description:
It was reported that the patient experienced stimulation in the incorrect location (on his back near the lead/extension connection). Symptoms began about one month after a fall that occurred four months ago. Palpating the area and movement caused the stimulation to change. It was also noted that the impedance at electrode #0 was 50 ohms. The patient outcome was not known and the patient was instructed to keep the stimulation turned off. An x-ray was planned. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3587a, lot#: l33017, implanted: 1995 (B)(6), explanted: na. Extension: model 7495-51, serial#: (B)(4), implanted: 1995 (B)(6), explanted: na. Programme: model 7434-e, serial#: (B)(4). (B)(4).